Event description:
Had surgery to remove suspected double mentor textured lumen implants that were 14 years old after received abnormal mammograms with my original plastic surgeon dr. (B)(6) out of (B)(6) on (B)(6) 2017. He recommended a caplectosomy with mesopexy and reconstruction. Breast implants were ruptured. He did the necessary procedure (I can provide medical report) and replaced with allergan naturelle silicone gummy implants. I came out of surgery trembling, sick. Massive pain, swelling, escher, cellulitis followed. Infection treated with 6 ambulance rides, had toxic shock symptoms as I fell to the ground and knew I had toxicity. Finally hospital found it and did emergency surgery (B)(6) 2017. Bacteria staphylococcus was discovered, treated for septic shock, and observed for sure lymphedema and lymphoma. (B)(6) followed. Bilateral breast removal was proceeded. Breast abscess - contamination of implants. I contacted allergan and reported the contaminated implants. They wrote back with one word of symptoms I described to them. As I have been recovering, it took me all year with a team of 10 doctors. Through extensive research in the last several months, as I am finally on the mend, I am shocked with the breast implant illness symptoms I had for years, and not a single letter ever sent by mentor or my doctor on the issues related to breast implants. Now, you can imagine my shock and devastation, as I originally started out with a breast deformity. Having my first breast prosthetist for one side in 1989. Another surgery followed in 1996, where a surgeon got lost in my symmetry. I had numerous surgeries following to correct hypertrophic scarring, that led to another dr and then dr. (B)(6) in 2001. He did a number of procedures, like those done on breast mastectomy patients, to stretch the skin, recorrect the keloids, and replace the implants. In all this time, all these years, I have never received any information pertaining to alarming data out about the harm of breast implants and alcl. You can only imagine my shock, devastation, and anger with this, especially hearing this year. That the FDA finally has stated that there is indeed a risk for cancer caused by implants. Luckily, I am doing so much better, as I had been detoxing, working out, on massive amounts of fungus and candida killing medications that helped me in the long run better. After researching and finding in my discovery that alcl was suspected in 2011, can't you do better than this? Are you serious? So many women are dying from bii - breast implant illness, symptoms related to implants, crippling their life. Yes, I am well aware that there are 13 deaths and only 396 reports connected to this rare cancer. Yet, FDA knew and dr said knew back in 2011. At that time, maybe 3 deaths. There are 20,000 women a "move" being explanted in the USA alone per month. Thousands of women weekly, monthly diagnosed with other illnesses that are all linked to breast implants. Lawsuits and laws protecting big pharmaceuticals has alienated the chances of potential lawsuits, protecting them and the implant device. I nearly died. It was truly divine intervention that I survived this entire ordeal. It has been "e,optional," traumatic, and at end of the day lost part of my aerial and valuable breast tissue in the one breast that was small at a young age. "I have had to go full circle to come back to where I started and almost died". The FDA, you, needs to know this. My life matters. I am young. Never married. No children. This should never happen to any women. Can't a bigger announcement about this be said, or made national news. We the women need to be told. How many more deaths do they need to be in order for serious notice and decisions to be done about this. I happen to care. I certainly hope to hear a resolution. One month later back in hospital and emergency surgery. (B)(6) seemed to be what I got in hospital and still suspected in me.